Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that the patients implant was resting on the bone. Epidural injections were given but were no longer helping manage the pain.